Event description:
It was reported to gore the following: a very heavy and tall patient with a large heart underwent mitral valve repair with gore-tex suture used for artificial chordae. The date of initial operation is unknown at this time. He (the patient) returned with mitral regurgitation. On re-intervention, the surgeon found multiple artificial chordaes were ruptured. The re-operation was uneventful and the patient was released from hospital after the regular stay, and is doing well.

Manufacturer narrative:
The investigation is in progress.